Event description:
Customer's father reported that the insulin pump returned two no delivery alarms during bolus. Blood glucose level was 558 mg/dl at the time of the call. Customer reported treating the high blood glucose level with an insulin pen. Customer reported that the previous set had a bent cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)